Event description:
Asr xl acetabular system (left); asr xl acetabular system (right) revision/bi-lateral revision/reason(s) for revision: unknown/

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Claimsuite received. Claimsuite allege that patient was revised for pain.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) used to capture the patient code medical device removal.

Event description:
Surgeon confirmation form received. Scf indicates that the patient was revised to address pain, noise and alval/soft tissue reaction.